Manufacturer narrative:
During the investigation fluid was observed to leak from the o-ring in the reservoir. The leak in the o-ring resulted in a failure to deliver the intended insulin dose. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 300 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied as treatment.